Event description:
The customer called about an error code that he received while testing with his contour meter. The customer's initial complaint did not meet the criteria to be reported, but his test strips were returned for evaluation. Replacement test strips were sent to customer.

Manufacturer narrative:
The lab found the returned reagent to read e11 (confirms exposure) and an average of 280 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.